Manufacturer narrative:
The insulin pump had a severely scratched display window. The pump had excessive no delivery alarm during excessive no delivery test due to faulty force sensor system. The pump was unable to perform the occlusion test due to excessive no delivery alarms. No damage was noted on lcd glass. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was 453 mg/dl. The customer treated the high readings with manual injections. The customer stated that the alarmed occurred during a bolus. The customer stated that the no delivery alarm was reoccurring. The customer stated that there is damage on the lcd screen. The customer stated that the screen is scratched and hard to read. The customer stated that she cannot read the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.